Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01444-000. Section d4, model #, of the initial medwatch report should have stated: v*home, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001: h6: the device was received by ventec, where its electronic records (system logs) were downloaded for analysis. The system logs indicated significant leaks had occurred, likely resulting in the reported low vte (exhaled tidal volume). In addition, ventec observed multiple instances where patient circuit disconnect alarms had been logged by the device. During the device evaluation, ventec was able to reproduce the reported issues by connecting the incorrect patient circuit for the device settings. Proper device operation was confirmed when the correct patient circuit was chosen for the device settings. Page 186 of the vocsn clinical and technical manual states : "patient circuit disconnect activates when vocsn detects a large leak in an active, passive, or valveless ventec-one circuit. 'If a patient circuit disconnect alarm occurs troubleshooting is advised as follows: run a pre-use test and ensure the circuit type control matches the type of circuit connected to vocsn'." Based on the information available, it¿s reasonable to conclude that the cause of the reported issues was user error due to using the incorrect patient circuit for the device¿s settings.